Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation with unknown mentor saline prostheses experienced several unexplained systemic symptoms post procedure. Hair loss, joint paint, body pain, inflammation, costochondritis, brain fog, and fatigue were all noted. Blood work and mammography were performed; however, the results were not stated. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, and explant is scheduled for (B)(6) 2019. See 1645337-2019-18107 for contralateral prosthesis report.